Manufacturer narrative:
(B)(4).

Event description:
It was reported by the patient, she had a pillar procedure with 3 implants and an uvulectomy late in 2009. The patient stated she had three sinus surgeries in 2010-2011 and during the last surgery; a second pillar implant was removed.

Manufacturer narrative:
This device is used for therapeutic purposes. E: inital reporter is the patient, and medtronic has this information on file. (B)(4). Explant was discarded. The patient stated she had the first pillar implant removed about a week after they were implanted, in late 2009, due to partial extrusion. This event was filed under a separate MDR, with the patient identifier as (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.